Event description:
On (B)(6) 2013 the practice reported nerve inflammation causing droopy eyelids. Treatment details were requested, but not provided. As of (B)(6) 2014, approximately 8 months post original treatment the practice reported that the pt the brow is approximately 1mm lower than prior to treatment. Pre treatment photos show some asymmetry.